Event description:
It was reported that the patient underwent surgery due to the high impedance. The lead was inspected and determined to be okay. The lead pin was removed from the generator and then re-inserted. This resolved the high impedance. No further relevant information has been received to date.

Event description:
The doctor reported that the vns was still working despite the high impedance because their seizures were still well-controlled. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient had a generator replacement on (B)(6) 2019. The patients generator was programmed following surgery and diagnostics were noted to show no anomalies. The patient later presented with high lead impedance. Information was received from the physician noting that the high lead impedance occurred following the patients generator replacement. No known surgical intervention has occurred to date. No other relevant information has been received to date.